Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit displayed post timer/24v failure. The customer reported that there was no patient involvement.

Manufacturer narrative:
Through follow-ups, key market (km) indicated that the reported problem was confirmed. The unit has error code message post timer/24v failure. The manufacturer's field service engineer (fse) was dispatched to the site and performed extended self-test (est) and short self-test (sst); unit is working fine. No parts were replaced due to unit is working fine. Unit passed est and sst and was returned back to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined due to no failures were identified.